Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified broken wires on the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2013. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. Additional observations not reported by the customer was main tube damage. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but the main tube damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the observations found during failure analysis could cause or contribute to an adverse event, if to reoccur.